Event description:
Correction to previous event description to clarify previously reported dates: on (B)(6) 2017 at 10:00 p.m., a drug was installed in an infusion pump 42ml/h to infuse in 24 hours. On (B)(6) 2017 at 10:00 pm, when the nurse was installed the second cycle of the chemotherapy treatment, was observed that there were still almost 240 ml of drug. The patient, informed that there was no pause or any other problem related to the administration of chemotherapy. Infusion pump programmed correctly according to the volume of the bag. Customer reported an underdose. The device and the log history were not received for investigation and analyzed. Without device, log history and more informations we cannot determine root cause. The complaint is not confirmed.

Event description:
On (B)(6) 2017 at 10:00 p.m., a drug was installed in an infusion pump 42ml/h to infuse in 24 hours. On (B)(6) 2017 at 10:00 pm, when the nurse was installed the qt d2, was observed that there were still almost 240 ml of drug. The patient, informed that there was no pause or any other problem related to the administration of chemotherapy. Infusion pump programmed correctly according to the volume of the bag. Customer reported an underdose. The device and the log history were not received for investigation and analyzed. Without device, log history and more informations we cannot determine root cause. The complaint is not confirmed.